Manufacturer narrative:
As received, a complete lead was returned in two pieces with the helix clogged with dried blood/tissue. After cleaning the distal portion and applying torque directly to the inner coil, the helix retracted and extended within specification. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual and x-ray inspection noted damage consistent with that occurring at the time of explant. The field report of high threshold, low sensing and dislodgement were not confirmed.

Event description:
During follow-up, high threshold and undersensing were noted on the right ventricular (rv) lead due to dislodgement. The patient received inappropriate therapy. The lead was explanted and replaced with no patient consequences.